Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 15 mm x 5 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding broken tips was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was defective. The procedure outcome is unknown with no reported injury.